Event description:
The customer initially reported that the wires were torn. There was no ill effect to the pt. On return and eval of the device, it was found that a jaw wire was bare.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6)2010. A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.